Event description:
During laparoscopic gastric bypass surgery, the surgeon reports two trocar ports leaking, resulting in decrease insufflation of abdomen. The 15mm bladeless ethicon trocar (ref # b15lt, lot # k4cz72) is new while 5mm bladeless ethicon trocar (lot # 2503719 ref# cb5lt) is reprocessed. Both devices continue to be used. Unable to sequester at this time.